Manufacturer narrative:
H6: investigation summary three photos and one sample were received by our quality team for evaluation. From the photos and sample, barrel damage was observed. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. The team investigated different sections of the syringe machine and matched a potential area which could lead to the reported defect. The syringe barrel damage could have occurred at the assembly machine. At the assembly process, there is an auto-reject station where the rejected syringe will be removed. The probable root cause of the damaged barrel could be due to the not being kicked out at the auto-reject station effectively. The syringe tip could have dislodged from the dial pocket and hit against the guide skirt; however, the barrel flange was stuck at the assembly dial. A new air-jet will be fabricated to improve the auto-reject station to increase air flow and improve proper kick-out of the rejected parts. Communication with the production technicians to raise awareness on the reported defected will also occur. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that one syringe 1ml ls tuberculin had a deformed barrel, and another syringe had difficult plunger movement. The following information was provided by the initial reporter, translated from japanese to english: "this is a report about a damaged barrel and a difficult-to-move plunger. The customer reported as follows: the barrel was deformed at the unit 1 position for one syringe. There was also the one other syringe in which it was difficult to move the plunger."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that one syringe 1ml ls tuberculin had a deformed barrel, and another syringe had difficult plunger movement. The following information was provided by the initial reporter, translated from (B)(6) to english: "this is a report about a damaged barrel and a difficult-to-move plunger. The customer reported as follows: the barrel was deformed at the unit 1 position for one syringe. There was also the one other syringe in which it was difficult to move the plunger."